Event description:
I got the essure implants in (B)(6) of 2008. Since then, I have experienced multiple symptoms that I believe are tied to the device. I have gained an incredible amount of weight. I currently weigh (B)(6) lbs and have never weighed more than (B)(6) lbs, including being full term pregnant. I have had mood swings, depression which led to hospitalization, exhaustion, headaches and chronic back and joint pain. The back pain is to the point that I have seen a pain management specialist and had multiple procedures done, to little avail. It is to the point now that I cannot stand for more than 5 minutes without experiencing excruciating back pain. I would like to report this as I know I am not the only woman who has experienced symptoms like this since having the implants done.